Manufacturer narrative:
(B)(4). Film evaluation summary: the exact cause and timing of the stent graft fracture and migration, leading to the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. A fractured segment (2 or 3 apices) of the proximal bare spring from the talent bifurcate was confirmed to have separated from the bifurcate graft fabric, and was positioned near the level of the sma/renal arteries. The proximal margin of the bifurcate (and remaining fractured bare spring segment) had migrated approximately 4 ¿ 5cm distally into the aaa sac, and there was a proximal type I endoleak. The bifurcate also appeared to have folded over itself within the distal sac; the migrated aortic body was angulated approximately 100° a-p to the iliac limbs at the kinked flow divider. The aneurysm extended proximally up to the level of the sma; which measured >40mm in diameter near the level of the renal arteries. Although the neck anatomy at implant is unknown, it appears likely that there has been disease progression (neck dilation) and possible aneurysm morphology changes (increasing neck angulation). It is possible that these anatomical changes over time lead to a lack of radial support along the bifurcate proximal seal stent, with high loading and eventual fracture of the bare spring and migration of the bifurcate into the aaa.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed that the bifurcated talent stent graft¿s proximal bare spring is fractured with part of the bare spring still at the renal arteries, the stent graft has migrated distally, there was a proximal type I endoleak, and there is disease progression with aortic neck expansion. The physician does not know the cause of the event. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: it was reported that the patient's aneurysm now extended up to the renal arteries and visceral arteries. The patient has not received treatment. The patient is being monitored."